Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired. It was also observed that the blade popped out of the wood during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed through functional evaluation by a manufacturer service technician that the device had blade whip. During device evaluation, the sagittal head was found to be corroded throughout, which is a probable cause of the reported blade whip.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed, creating an incision larger than desired. It was also observed that the blade popped out of the wood during cut testing. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis in progress.